Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain at the ipg site following a car accident. As a result, the patient had the ipg pocket relocated on (B)(6) 2019 to address the issue. Additional information received indicates the pain has improved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.